Manufacturer narrative:
This report is submitted on march 28, 2022.

Event description:
Per the clinic, the patient developed an infection, and subsequently was treated with topical antibiotics (specific date and duration not reported).